Event description:
It was reported that while still in the box, the displayed longevity was 0 years. The measured battery data was 2.77 v, 24 ua, <1 kohms. The fastpath summary showed >12 million episodes, a battery current of 23 ua, and missing diagnostic data. A parameter printout showed battery data as 2.82 v, 12 ua, 24.8 kohms with a remaining longevity of 0 years.